Manufacturer narrative:
Analysis was normal. No anomaly was found.

Event description:
It was reported that increase of pacing threshold was observed. The lead was replaced and the patient's condition post procedure was good.

Manufacturer narrative:
(B)(4). Analysis was normal. No anomaly was found.